Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 5.6 mmol/l at the time of the call. The customer stated that the drive support was sticking out. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer was advised to contact their insurance about having them help with replacing their insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.